Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: during operation (spont) red alarm "safety ventilation" and signal tone. After a few seconds, the message "ventilation stopped" , ventilation stops automatically and no further changes to the settings are possible.

Event description:
The following was reported to hamilton medical ag: summary:: during operation (spont) red alarm "safety ventilation" and signal tone. After a few seconds, the message "ventilation stopped" , ventilation stops automatically and no further changes to the settings are possible.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the logfile analysis confirmed the technical faults (tfs) reported by the customer. However, the failure was not reproducible. The tfs indicated an issue either with the ventilation unit processor board (part no. Msp160650) or with the mainboard (part no. Msp160644). The service technician replaced both components and returned them under rga 97657 and rga 97656. Both components were investigated and tested over a duration of more than 6 weeks without showing any defects. At the same time the device continued to function as intended. A definite root cause could not be established. Although in this case there was no patient harm reported the exchange of a ventilator is considered as a medical intervention and in a worst case scenario the deterioration of the state of health of the patient cannot be excluded. Therefore, the case was assessed reportable.